Event description:
A report was received from the field indicating the cypher des failed to reach the target lesion. Preliminary examination of the returned product revealed proximal stent strut uplift. Additional info has been requested, however, it has not been forthcoming.

Manufacturer narrative:
Any additional info will be submitted within 30 days of receipt.